Manufacturer narrative:
Event site telephone (B)(6), updated fields - b3, b4, g3, g6, h2, h11, corrected field - e1, g2.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and concluded the problem originated in the compressor itself. Additionally, the connectors for the compressor showed signs of wear and were also replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during maintenance testing cs300 intra-aortic balloon pump (iabp), it was found that the vacuum was below minimum values. After several tests, it was concluded that the problem was with the compressor itself. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Mistakenly added telephone number in email tab. Please refer corrected tab event site telephone. Updated fields - b4, g3, g6, h2, h11 corrected field - e1.